Manufacturer narrative:
The event of ipg explant and replacement, due to discomfort at ipg site was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed, and no product investigation can be performed as there are no complaint allegations present, nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator (ipg) site. To resolve the issue the ipg was explanted. No additional information was provided.